Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving a leaking creatinine kit buffer. No injury was reported.

Manufacturer narrative:
No additional information is available.